Manufacturer narrative:
No device malfunction was reported by the user.

Event description:
On (B)(6) 2024, a male patient, (age 57) with multiple neuroendocrine metastases received multiple histotripsy treatments of 7 liver tumors for a total treatment volume of 90.6 cc. As part of standard of care following histotripsy at this institution, the patient was hospitalized overnight for observation. The following morning (B)(6) 2024 as part of routine lab work, it was determined the patient had elevated creatinine levels which indicated acute renal failure. The patient remained hospitalized and kidney creatinine levels continued to normalize after receiving dialysis to normalize electrolytes. The patient had been on targeted therapy (cabozantinib) a week prior to histotripsy. The patient was discharged on (B)(6) 2024 stable with kidney function normalizing but not within normal limits. No device malfunctions or other noteworthy events occurred during the case.